Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error applying excessive forces shortening the suture strands. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
Additional information: all broken fragments were removed and the case was completed using another ar-1588rt-2j tightropes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/24/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-1588rt-2j tightropes thread broke. This occurred during an acl procedure when adjusting the tightrope, the thread broke. The case was completed using another ar-1588rt-2j. There was no patient harm.